Event description:
As reported by navilyst medical's distributor in (B)(6), a hosp utilizing a convenience kit reported a black spec inside the chamber of a 10ml syringe. This was observed during set-up/prep and the device was not used on a pt. The used syringe was returned to navilyst medical for eval.

Manufacturer narrative:
In lieu of a reported lot number, a ship history report was generated to ascertain the last three lots shipped to the reporting customer in the six months prior to the procedure date. The device history records for the lots obtained through the ship history report were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(4) 2012 navilyst medical complaint report was reviewed for the product family of syringes and the failure mode of "foreign matter (fluid path)." No adverse trends were identified. As received, the returned syringe was filled with fluid/saline to the 1cc mark. There were 3 pieces of black particulate floating in the fluid. The foreign matter noted was measured using a tappi chart and found to be unacceptable per the navilyst medical specification for foreign matter : "loose foreign matter in the fluid path: no more than 0.30 mm square (cumulative)." The 3 pieces of foreign matter noted measured 0.20, 0.20, and 0.30 mm square in size. The root cause / source of the foreign matter is unable to be determined. All navilyst syringes are 100% visualized for foreign matter during stages of the assembly process, and as finished goods. As no lot number was provided by the end user, in lieu of re-training, the responsible departments have been notified of this report to raise awareness of the issue of foreign matter. (B)(4).